Event description:
Additionally the healthcare professional reported that the event occurred on the left side.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient reported the following: "I have had pain and medical issues for years, on dec 12 I had my implants removed and found out there was a leak in the implant.

Event description:
Patient reported "pain and medical issues for years" for an unknown side. Device has been explanted.